Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) cleaned and lubricated the large syringe (syringe-l) lead screw to correct the reported issue. The g8 instrument was performing within specifications. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, indicates that 706 syringe-l error message is generated when an operation error occurs with the syringe-l. The operator is instructed to inspect the syringe-l. The most probable cause of the reported issue was due to a dirty syringe-l lead screw.

Event description:
On (B)(6) 2017 a customer reported getting 706 syringe-l error message while running quality controls on the g8 instrument. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.